Event description:
It was reported that the device sensor bridge force alarm. No patient injury reported.

Manufacturer narrative:
The device was received with broken seals on bottom case and a broken top case on lower left front corner also broken right plunger case. All hinges are cracked on bottom case. The history report showed force sensor bridge test. Device was tested using the power up process, check and test force sensor which found force sensor bridge test was found at power up and failed force sensor reading, at 0.00 lbs. The force reading is 0.78 and the count is 49. Force sensor was out of calibration due to broken right plunger case. The root cause was attributed to customer damaged. The tech replaced right plunger case also replaced plunger cable for preventive. Performed power up process and all functional testing which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).